Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by using a second set of tandem charging supplies, the pump began charging.